Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting insulin pump error while rewinding. Customer¿s blood glucose level was unknown. Customer was unable to rewind the insulin pump. Customer reported that they were unable to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind due to broken off motor slide tip causing the motor slide to rewind past the motor home switch and remain stuck against the motor housing. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Device passed self test, sleep current measurement and active current measurement. Unable to perform prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38.